Event description:
A patient was prepped for a post cervical fusion and the mayfield skull clamp was in the lock position. After the patient was positioned for the surgery the head slipped. The patient incurred a laceration which did not require any suturing or stapling. Mayfield adult, disposable skull pins were used during this procedure. No stereotaxy device was used for this procedure.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.